Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings: pump reboot events along with a call service 054 alarm were observed in the black box on (B)(6) 2015. The battery cap threads were damaged and the slot on top of the cap was worn. There were battery compartment cracks observed in the thread area and below the grip pad. A test battery cap was used for all testing. The pump was exercised for 24 hours with no alarms or issues. Unrelated to the initial allegation, the battery compartment was cracked.